Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was concerned that they were having an allergic reaction to the implantable pulse generator (ipg) implant as they had a rash across their entire chest and partially down their left arm. The ipg remains in use. No further patient complications have been reported as a result of this event.